Manufacturer narrative:
Based on the claim against the product by the customer noting thermal damage on the maryland bipolar forceps (mbf), an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint regarding the thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure and prior to ports placement, the maryland bipolar forceps (mbf) wire had thermal damage. The customer used a new mbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: when the maryland bipolar forceps (mbf) instrument was used in the last procedure, the instrument was inspected before and after the procedure with no issue identified. There was no reported patient injury.